Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with battery out limit alarm on their insulin pump. The customer's blood glucose level was 267mg/dl. The customer states the pump alarmed after battery change. Troubleshoot was conducted. The customer was advised that replacement battery cap would be sent out, and to monitor the device.